Event description:
New information received on 11/20/2014 notes that the lead continues to exhibit out of range impedance and noise. A chest x-ray suggest lead damage. The lead remained implanted.

Event description:
It was reported that the patient presented to hospital for routine follow up. The atrial lead exhibited high capture thresholds and high impedance. The lead remained implanted and would be reassessed in three months.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.